Event description:
Boston scientific received information that the patient with this device presented to the emergency room after experiencing a syncopal episode. The device was interrogated and no events were stored in the device. Isometrics were performed and did not elicit any noise. Lead measurements were sampled and resulted in normal lead diagnostics. No changes were made to the device. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.